Event description:
It was reported that the customer experienced high blood glucose readings and was hospitalized. Customer's daughter stated that the customer's blood glucose readings went up to 500 mg/dl because she was not on the insulin pump. It was noted that the insulin pump alarming motor error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.